Event description:
It was reported that a bhr revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to increased pain and elevated blood serum cobalt and chromium levels.